Event description:
It was reported that this right ventricular (rv) lead exhibited noise over-sensing. Technical services recommended further evaluation of the lead, as abrasion or insulation issues were suspected. No adverse patient effects were reported. This rv lead remains in service.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).